Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ra lead and rv lead were reprogrammed.

Manufacturer narrative:
Concomitant medical products: ddmb2d1, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited occasional oversensing. Additionally, the right ventricular (rv) lead possibly exhibited t-wave oversensing (twos) on stored electrograms (egm). The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.